Event description:
It was reported that placement of a stent graft via right femoral using a 7f sheath, length 55 cm, and 0.035 glidewire was successful. The stent was successfully placed in the left sfa, however, the catheter separated during removal of the delivery sys. The separation occurred where the silver and black parts meet. The dr was able to retrieve it without injury to the pt.

Manufacturer narrative:
The device history records were reviewed and this prod was found to have met all specs prior to shipment. The review of the mfg records showed that no remarkable incident occurred relating to the complaint. As no sample was returned, no sample eval could be performed. The result of the investigation is inconclusive and the root cause is unk. This application represents off-label use. The current indications for use (IFU) states: "the lifestent flexstar self-expanding biliary stent sys is intended for use in the palliation of malignant strictures (neoplasms) in the biliary tree".